Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer report numbers 1627487-2022-02577, and 1627487-2022-02578. It was reported that patient underwent a pocket revision for an unknown reason on (B)(6) 2022. During the revision, a lead was cut and the other lead was pulled out. In turn, both leads were explanted and replaced with 1 new lead. Postoperatively, the patient has effective therapy. Note: as it is unknown which lead was cut and which was pulled out, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the ipg site was revised to patient experiencing discomfort at the ipg site. Postoperatively, the discomfort has resolved.